Manufacturer narrative:
H6: a ventec (dba react health) ventilation product specialist provided the initial reporter with troubleshooting assistance. The ventilation product specialist advised that after the initial reporter replaced the internal filter, the reported issue of low vte (exhaled tidal volume) could no longer be duplicated. When contacted, the initial reporter advised that they did not wish to return the device for an evaluation. The device was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported to ventec that the device was delivering low vte (exhaled tidal volume). There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec made multiple attempts to obtain patient information; however, the customer has not responded to those attempts. No further details about the patient or the event were provided.